Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).sensor state 5 with event logs 3 and 4 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly and observed acceptable carbon print. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results when compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Customer treated themselves with humalog injection (14 units) and tresiba (14 units). As a result, customer experienced symptoms of hypoglycemia including cold sweats and a foggy head. Customer counter treated by drinking 3 glasses of cola and by eating several cookies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results when compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Customer treated themselves with humalog injection (14 units) and tresiba (14 units). As a result, customer experienced symptoms of hypoglycemia including cold sweats and a foggy head. Customer counter treated by drinking 3 glasses of cola and by eating several cookies. There was no report of death or permanent impairment associated with this event.